Event description:
Patient in the operating room for a brostrom repair with an internal brace from the company arthrex. The internal brace was being prepared for implantation and upon attempting to implant a piece of the brace broke off. The piece of metal brace was irretrievable from the bone. The surgeon explained this to the patient in recovery room that she would have a small piece of metal in the bone of her ankle from the implant breaking.